Event description:
Boston scientific received information that during the implant procedure out of range pacing impedances were noted on this right ventricular lead. The lead was attempted to be extracted but it was difficult to extract the lead due to the patient's anatomy. A new competitor lead was used. The right ventricular lead will not be returned. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.